Manufacturer narrative:
No product has been returned for evaluation. There were no abnormal conditions reported in the DHR that could cause the defect, as well as no quality notifications were noted. All process and final inspections comply with specification requirements. Complaint history check yielded no other complaints for similar condition for the lot reported.

Event description:
Nurse was preforming a routine blood test. Upon activating the shield, the shield broke and nurse sustained a needle stick injury. The nurse had blood work done and received (B)(6) booster shot.